Manufacturer narrative:
Device labeling: single use or reuse. Corneal ulcer, contact lens, no results available since no eval performed, unable to confirm complaint, device not returned. No eval will be performed. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
On (B)(4) 2014, ten sealed blisters were returned for lot # b007z2t. The parameters of the ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had an edge tear. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Unable to confirm complaint the patient identifier is (B)(6).

Event description:
On (B)(6) 2014 a note was received by our affiliate from an eye care professional (ecp) who advised that he/she had a pt who had a corneal ulcer while wearing acuvue oasys for astigmatism contact lenses (cl). An ecp was contacted and info was requested about the injury but no info was requested about the injury but no info has been received concerning the pt's diagnosis and treatment. The product has been returned to our affiliate and has been requested but has not yet been received by our lab for eval. It was advised that the product is available for return for eval, but it has not yet been received. This report is being captured as worst case based on the limited info received.